Event description:
Severe chronic dry eye. Require artificial tears 30-40 times a day to prevent permanent damage. No relief from artificial tears. Light sensitivity. Eye discharge/mucus. Chronic eye pain. Red/swollen eyes. Tear evaporation score less than 1 second. Reduced quality of life. Lasik eye surgery in 2007. Enhancement in 2008. Diagnosis of dry eye before first surgery in 2007. Dry eye worsened by first surgery. Severe and chronic dry eye after second surgery. Should never have been a candidate for lasik surgery due to dry eye, in particular the enhancement surgery. Risks and probabilities not fully explained.